Manufacturer narrative:
Please note that this report is for two (2 each) devices with the same product catalog/lot number and the same product issue. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The products are not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that two (2 each) 110 cm. 7 fr. Maxi ld 18 x 4 balloon catheters (bc) ruptured during the procedure. There was no reported patient injury. The products are not available for inspection. Additional information has been requested.

Manufacturer narrative:
The report received from the field indicated that two (2 each) 110 cm. 7 fr. Maxi ld 18 x 4 balloon catheters (bc) ruptured during the procedure. There was no reported patient injury. The products are not available for inspection. Multiple attempts to gather additional information has been unsuccessful. The devices were not returned for analysis. Review of lot 16068613 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, clinical factors (such as vessel characteristics) contributing to the burst are unknown. Balloon burst is a well known procedural complication during angioplasty where procedural factors and vessel characteristics often contribute to the damage. In this case, neither the DHR nor the information available suggests that the reported burst could be related to the design and manufacturing process of the devices; therefore, no corrective action will be taken at this time.